Manufacturer narrative:
This complaint is still udner investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address suspected infection; however, all cultures returned negative so the surgeon felt it was likely a metallosis problem.